Event description:
It was reported that during a ptca treatment procedure the pt2 moderate support guidewire fractured. The pt was asymptomatic during this event. The physician used the pt2 moderate support 300 cm j-tip wire to deliver a stent and postdilation balloon in the lad. When he attempted to remove the balloon he was unsuccessful. He spent time attempting to remove it (using additional contrast) finnaly removed the wire and balloon together. When he examined the wire outside of the body it appeared that the polymer had been peeled off the wire. There were no pt injuries or complications, but they were unable to complete the rest of the procedure due to the additional contrast used while they were removing the balloon and wire.